Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initially selected intake code for suction issues (ltb5) does not exist for this model spl-t. Therefore, intake code has been replaced with suction issues (ltp44) to align with the reported device model. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
The customer reported that his olympus shockpulse lithotripsy transducer had a leak upon opening the package. There was no patient involvement during this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.